Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01474, -01475, -01476.

Event description:
Allegedly, patient revised due to hip pain.